Manufacturer narrative:
Abnormal aspiration, abnormal aspiration, and sample foam detection errors were observed on the alarm trace data. These errors suggest possible poor sample quality. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The field service representative found fibrin buildup on a rinse probe that was causing a fluidic overflow of rinse water. An overflow of rinse water was diluting patient samples. He removed and cleaned the rinse probe, inspected the rinse station and reaction parts, and he performed system checks. The calibration and qc were within specification. The investigation is ongoing.

Event description:
The initial reporter received questionable li lithium results for 1 patient sample and questionable ua2 uric acid ver.2 results for 1 patient sample on a cobas 8000 cobas c502 module. Patient 1: lithium results: the initial result was 1.4 mmol/l and the repeated result was 1.9 mmol/l. Patient 2: uric acid results: the initial result was 4.6 mg/dl. The repeated result was 7.7 mg/dl. The repeated result was performed on another c502 module. The repeated results were believed to be correct. The results were reported outside of the laboratory. The lithium reagent lot number is 471512. The expiration date was requested but not provided. The uric acid reagent lot number is 47878601 with an expiration date of 31-may-2021.